Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, removal difficulties occurred. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous right coronary artery (rca). A 2.5x15mm apex balloon catheter was advanced on a non-bsc guide wire to dilate the lesion. The balloon catheter entered the patient once and was inflated 4 times to a maximum pressure of 14atms. The physician was able to rotate the catheter inbetween inflations and complete dilation. During removal the balloon catheter locked up on the non-bsc guide wire and the entire system was removed as a unit. Once outside the body the physician was still unable to separate the balloon catheter and guide wire. No patient complications were reported and the patient's current condition is listed as "fine."

Manufacturer narrative:
The complaint device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited, due to anatomical procedural factors.